Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 300 mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer would perform infusion set changes to resolve the occlusion alarms or would be able to clear the alarm without the need of changing any pump supplies. Tandem technical support educated the customer in regards to occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.